Event description:
Manufacturer's representative reported pump replacement due to patient report of symptom return, and implant duration approximately 7 years. Being that the implanted pump was 7 years old, the hcp and patient elected to replace the infusion pump in place of device troubleshooting. The pump was infusing a combination of dilaudid, and clonidine, final concentration 60mg/dl, the dose was not reported. The pump was returned to the manufacturer for analysis, which is incomplete at the time of this report. A follow up report will be sent when analysis results are complete, or new information is received.